Manufacturer narrative:
Investigation summary: during manufacturing of material 215081, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 5049178 was satisfactory and no quality notifications were generated during manufacturing and inspection. All batches are tested prior to release and results reported on the certificate of analysis which can be obtained at www.bd.com/regdocs. Plate chromagar orientation is stability tested biennially for biological performance to ensure satisfactory performance throughout shelf life with the organisms that are reported on the certificate of analysis. All performance testing on this batch was satisfactory at the time of release. The complaint history was reviewed, and no other complaints have been taken on batch 5049178. Retention samples from batch 5049178 were not available for inspection. No returns available for this investigation. Two photos were provided for this investigation. Both photos show a single inoculated plate, colonies appear colorless. Plate print can be seen in one of the photos (5049178/1600/2025 06 17). This complaint cannot be confirmed based on evidence provided, no conclusions about performance can be made from a photo. No complaint trend for performance issues has been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported while using bbl¿ chromagar¿ orientation an unspecified number of plates had atypical growth of e.coli and enterococcus. The strains did not form the expected color. There was no health impact or consequence reported.

Event description:
It was reported while using bbl¿ chromagar¿ orientation an unspecified number of plates had atypical growth of e.coli and enterococcus. The strains did not form the expected color. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.